Event description:
On an unknown date in 2024, an (B)(6) y.o. Male status post zoll respicardia remede central sleep apnea device implanted in (B)(6) 2023 presented with complaints of right arm swelling. An ultrasound was done on an unknown date in 2024 that showed the following: right upper extremity deep veins: internal jugular: patent. Subclavian: nearly occlusive thrombus. Axillary: occlusive thrombus. Brachial: patent and compressible. Right upper extremity superficial veins. Basilic: patent and compressible. Cephalic: patent and compressible. On (B)(6) 2024 the patient was evaluated by the remede implanting physician who indicated the patient stated the right arm swelling had improved after initiation of eliquis 5 mg twice a day. On (B)(6) 2024 the patient remede system was successfully explanted per patient preference.

Manufacturer narrative:
This 3500a form, is an identical copy of failed 3500a form submission, report number 3009144-2024-00009 originally submitted on 27nov2024. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.